Manufacturer narrative:
Analysis of lead sc-2218-30, s/n (B)(4): visual inspection revealed that the lead was cleanly cut approximately 27 cm from the distal end. The proximal end of the lead portion was not returned. Electrical tests could not be performed due to broken cables. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that the patient experienced inadequate stimulation and underwent a lead explant procedure due to high impedances.